Event description:
A discordant creatine kinase (ck) result was obtained on an advia 1800 for 1 patient. The result was reported to the healthcare provider. The patient sample was repeated on the same instrument and the corrected result was reported. There were no reports of adverse health consequences or known patient intervention due to the discordant creatine kinase result.

Manufacturer narrative:
A siemens field service engineer (fse) was sent to the customer site. After analyzing the instrument and instrument data, the fse determined the instrument was functioning properly and the problem was an isolated event caused by either a sample related problem or a one time mechanical failure. The actual root cause could not be determined and no conclusion can be drawn as to what specifically corrected the problem. The instrument is performing within specifications. No further evaluation of the device is required.